Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 2, 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained the unknown error message at 11am on (B)(6) 2016. She also reported that 5 minutes prior to testing her blood glucose, she developed symptoms of ¿sweating, blurred vision [and] couldn¿t talk¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the patient did not want to perform a retest and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being ruled-out as an adverse event due to the following conclusions: although the patient developed symptoms suggestive of an acute diabetes excursion, there is no indication that the subject meter caused or contributed to this serious injury as the patient was already symptomatic prior to obtaining the error message. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction as the alleged issue remained unresolved after troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.